Manufacturer narrative:
(B)(4). Date of event: only event year known: 2019. Batch # unknown. The lot was not provided; therefore, the manufacturing record evaluation could not be performed.

Event description:
It was reported that clip is not tight. There were no patient consequences.

Manufacturer narrative:
(B)(4).batch # r93w6d. Investigation summary: the analysis results found that the el5ml device was received with no damage in the external components. Upon cycling, the instrument was noted to be empty and locked out. The instrument is designed to lock out after all the clips have been fired; therefore a potential cause of the customer reported experience is the firing of all of the clips and the instrument "will not fire (activation of the lock out mechanism)." The instrument has an orange indicator that appears on the top of the handle as a reference for the user as to the quantity of clips remaining. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were found. No conclusion could be reached as to what may have caused the event reported. The reported complaint was confirmed. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.